Event description:
Complainant alleged that the clinicians were performing a cardioversion on a pt who was presenting an atrial fibrillation heart rhythm. The clinicians charged the device to 120 joules, but the device displayed a "defib fault 72" error message. The clinicians then obtained a second device and successfully converted the pt's heart rhythm. The complainant indicated that there was no adverse effect on the patient as result of the reported malfunction.